Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra mini meters ¿up button¿ would not respond. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged button issue first occurred ¿over a year ago¿. The patient denies taking any medications to manage her diabetes and reported taking more food/drink in response to her regular diabetes management regimen routine as a result of the product issue. The patient stated that ¿a month or two ago¿ after the alleged product issue, she developed symptoms of ¿unable to respond to anybody¿. On (B)(6) 2015 12:30pm the patient reported receiving emergency medical services (ems) treatment of food and /or drink from a health care professional (hcp). The patient also reported obtaining a result on the ems meter of ¿64mg/dl¿ on the same day at approximately 12:30 ¿ 1:00pm. At the time of troubleshooting the cca noted that this was not the first time the product was being used. However, cca confirmed there had been misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.